Event description:
Healthcare provider (hcp) reported patient (pt) complained of fatigue for 3 weeks. During hemodialysis treatment on the sps 550 device, pt complained of nausea and vomiting. Pt hospitalized at the end of the treatment with low hemoglobin and hematocrit. Pt was transfused three times and discharged to home on october 13.